Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the drawer were not detected on the bus. The field service engineer had the customer log in and confirmed storage space recovery failures. The fse then pulled the station away from the wall, removed the back panel, and verified that the controller board leds were functioning. The station was powered off, the bus cable was disconnected, and the back of the drawer was removed. After disconnecting the row board cable and allowing time for a reset, the cable was reconnected. The drawer was reassembled, the bus cable was reconnected, and the station was powered back on. The fse then logged into cfn admin and accessed the hardware test application (hta) to run diagnostic tests on the drawer. The fse reseated the cubie pocket and restarted the test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.